Event description:
A stent was successfully placed in the left common lliac artery via left femoral access. A new stent was advanced via left femoral access for treatment of a 95% stenotic lesion in the right common lliac artery. The vessel was reported to be moderately tortuous, with severe calcification. Due to advancement difficulties at the aortic bifurcation, the delivery device was withdrawn. During withdrawal through the previously placed stent in the left common lliac, the stent dislodged from the delivery catheter. The delivery catheter was removed followed by removal of the dislodged stent using a snare device. A new stent was successfully placed in the target lesion using a right femoral approach. It was reported that the patient had no complications.